Manufacturer narrative:
H6 component code and h6 medical device problem code have been corrected to reflect the more accurate representation of the event and device involved. The component code previously chosen was (772) cover, however, the correct code should have been (3123) tip. The problem code previously chosen was (1562) material separation, however, the correct code should have been (2907) detachment of device or device component.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event likely occurred due to load of friction such as twisting or pushing/pulling the device in the patient's body cavity or stress interference with the mouthpiece was applied to the distal end cover. However, since the device was not returned for evaluation, the reported malfunction was not reproduced and a definitive cause was not identified. The event can be detected/prevented by following the instructions for use which state: instructions operation manual for tjf-q190v chapter 4, ¿operation¿ section 4.1, ¿precautions¿ instructions operation manual for tjf-q190v chapter 3, ¿preparation and inspection¿ section 3.5, ¿attaching accessories to the endoscope¿. Olympus will continue to monitor field performance for this device. This report is related to MFR 80000 (2/2).

Event description:
The customer later reported the issue occurred at the end of a therapeutic endoscopic retrograde cholangiopancreatography procedure.

Event description:
It was reported that the subject device¿s single use distal cover caps fell off the scope during an unspecified procedure. There was no report of delay. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.